Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer later followed up to reset the pump, with assistance from technical support, and successfully reset the malfunction.